Event description:
This customer reported that the pt thought she was shocked during monitoring the previous evening. The pt did not report this until the next day. The users performed an operational test while the device was on the pt, however, the pads cable was detached from the pt's defib pads in order to perform this operational check. Monitoring continued via ECG leads during the opcheck.

Manufacturer narrative:
(B)(4): this customer reported that a pt thought she was shocked during monitoring the previous evening. The pt did not report this until the next day. The users performed an operational test while the device was on the pt, however, the pads cable was detached from the pt's defib pads in order to perform this operational check. Monitoring continued via ECG leads during the opcheck. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.